Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 6 eyes with implanted xen®45 gts devices had bleb scarring. Of these 6, 3 required bleb revisions.